Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. Initial reporter: address unavailable. Bd corporate address used. FDA notified?: the initial reporter also notified the FDA on 2019-05-06 via medwatch # mw5086222. Device manufacture date: unknown. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A device history review could not be completed as no batch number was provided.

Event description:
Material no.: unknown, batch no.: unknown. It was reported that before use of the unspecified syringe the bottom of the inside of the syringe came apart and black residue was found inside of the plunger. Verbatim: situation was staff was drawing up sodium chloride in a bd 60cc syringe luer lock. When staff went to insert the sodium chloride, the bottom of the inside of the syringe came apart. There was black residue from the inside of the plunger. Pt was not affected as we were prepping and then noticed.